Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis confirmed the failure and identified the root cause as a lack of adhesion between the insulator cup and the back shield. If information is provided in the future, a supplemental report will be issued.